Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had misaligned tips and one of the jaws had broken teeth. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: it is unknow if a fragment fell into the patient or if the instrument had missing pieces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have severely bent grip tips, causing side-to-side/vertical misalignment of the grips. The grip also shows scratches and indentation damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.